Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result from a single pt that was generated by the unicel dxl 800 access instrument. The accu tni result was 0.80ng/ml. The result was not reported out of the lab. On the same day, the pt original sample was re-tested for accu tni on another instrument in their lab; the results were 0.04 and 0.03ng/ml. It is unk if the sample was re-tested twice or ran in duplicate. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to or connected with this event.